Event description:
User realized a worsening in hearing performance with the device mid of may 2022. During that time, the user had a heavy cold but did not have to blow is nose. It is assumed that the electrode migrated partially out of the cochlea. Imaging is planned to confirm this assumption.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient experienced a decrease in hearing performance likely due a partial migration of the active electrode out of cochlea. However, during revision surgery a cholesteatoma was found and the device was explanted. This is a final report.

Event description:
User noticed a worsening in hearing performance with the device mid of (B)(6), 2022. During that time, the user had a heavy cold but did not have to blow his nose. Imaging confirmed an electrode migration. Revision surgery was planned, however, due to a cholesteatoma the device had to be explanted. The implantation of a new device in the future will be considered.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a decrease in hearing performance likely due a partial migration of the active electrode out of cochlea. Diagnostic imaging is planned but despite requested no further information could be gathered.

Event description:
User realized a worsening in hearing performance with the device mid of (B)(6) 2022. During that time, the user had a heavy cold but did not have to blow is nose.it is assumed that the electrode migrated partially out of the cochlea. Imaging is planned to confirm this assumption. Despite requested, no further information could be gathered.